Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the device was locked out and the staples were unformed at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.